Manufacturer narrative:
Internal complaint - (B)(4). Autonumber # (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. Heavy charred tissue and blood were observed on the heating element and cold jaw. Blood was observed on the harvesting tool handle. The heater were on the hot jaw was observed to bent and detached from the entirety of the hot jaw except the base, where it remained attached. There were no signs of cracks or peeling observed on the silicone insulation of the jaws. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed the wires in the jaws were proud. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed the wires in the jaws were proud. A replacement device was used to complete the procedure. The hospital did not report any patient effects.